Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure, bleeding, dyspareunia and has undergone multiple surgeries and revisionary procedures. The patient underwent the following medical follow-ups: (B)(6) 2008 revision of mesh, (B)(6) 2008 revision of mesh (B)(6) 2008 revision and excision of mesh, (B)(6) 2009 excision of mesh, (B)(6) 2009 revision of mesh, (B)(6) 2010 revision, (B)(6) 2011 revision, (B)(6) 2011 revision and (B)(6) 2011 revision.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00432. The same patient is represented in each medwatch.